Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the v60 ventilator shut down and alarmed while in use with a patient; the patient was not harmed as a result of this event. The customer did not have any patient information to provide.